Event description:
Customer reported, the system stopped producing x-rays during an exam and displayed an rtos error. No patient injury was reported.

Manufacturer narrative:
Customer cancelled call. Found ups to be faulty and will repair themselves.